Event description:
In preparing the 2.6 fr dual lumen catheter for insertion, the PICC rn reported the following procedure: white port flushed first and the extension clamped; the red port was then flushed to finish priming the line. The stylet was retracted to trim the catheter. The catheter was flushed again, at which time leakage was observed from the catheter just beyond the stabilization wings.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Liquid leak testing revealed a hole in the 21ga lumen between the hub and the first depth mark. Dimensional measurements of the lumen and stylet were within specification. The report indicated that the lumen was bunching during stylet retraction. Testing to verify the interaction between the stylet and catheter was completed and found acceptable. The root cause of the failure is attributed to the lumen bunching during stylet retraction. The lumen becomes extremely deformed when bunched. It appears the bunching caused the failure by exceeding elastic limits of the lumen.